Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional reported a right-side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are deflation. Observed, opening device in the posterior side assessed, as fold flaw opening and observed, opening device in the anterior side assessed, as surgical damage. Additional observations: yellow particles observed, inside device, creases observed, on the device, wear abrasion on the device. No further actions are required, as the device was implanted.

Event description:
Health care professional reported, a right-side deflation. Device has been explanted.